Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The infection control nurse had noted that one hub was entirely missing from the PICC line for 2 days (line was clamped) before being reported to her. The infection control nurse and doctor advised that the PICC be removed. The nurse did state that she was unsure if the missing hub was due to faulty device or non compliant patient. No part of the device remained inside the patient. According to the initial reporter, the patient did not require any additional procedures nor any adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation a review of the dimensional verification, complaint history, device history record, quality control, trends, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the clear tubing had severed completely from the purple hub. The purple hub was not returned for investigation. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.